Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that an unknown number of articular surface provisionals have fractured.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. The complaint history search could not be performed for the part and lot combination as the part and lot information is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.